Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Initial reporter - this article was written bykeisuke hagio, md, phd, masanobu saito, md, phd, takahiro okawa, md, phd, shigeaki moriyama, phd, yoshinari nakamura, md, phd, masatoshi naito, md, phd.

Event description:
Three patients identified in a journal article underwent closed reduction for dislocation. One patient again dislocated and closed reduction was performed without recurrence. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Keisuke hagio, md, phd, masanobu saito, md, phd, takahiro okawa, md, phd, shigeaki moriyama, phd, yoshinari nakamura, md, phd, masatoshi naito, md, phd. (2016). Polyethylene wear associated with 26- and 32-mm heads in total hip arthroplasty: a multicenter, prospective study. The journal of arthroplasty. (31), 2805-2809. Http://www.arthroplastyjournal.org/article/s0883-5403(16)30242-x/abstract.

Event description:
One patient identified in a journal article underwent closed reduction for dislocation approximately 48 months post operatively. Patient was satisfied at 2 years post op. No further information has been provided.